Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 27821645, expiration date 07/31/2014). Reference medwatch report with (B)(6) for the suspect device used in the performa nano system.

Event description:
Customer received a result of 7.1 mmol/l on the mobile system, and a result of 3.3 mmol/l on the performa nano system within 10 minutes. Low blood glucose symptoms were reported with these results. She ate dinner right away and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device.